Event description:
The customer contacted physio-control to report that their device was not retaining the correct date and time. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that the unit would not complete the boot-up cycle and therefore, would not be able to provided defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed flex cable assembly and determined that the cause of the reported failure was due to the flex cable being broken at the plug connector, designator p21.